Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 268661, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no explant or reoperation performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation with mentor smooth round high profile 380cc saline prostheses experienced right sided pain post procedure and bilateral deflation, as the devices appeared to have shrunk, post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. See 1645337-2019-12862 for contralateral prosthesis report.